Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they allege insulin pump was over delivering. The customer blood glucose level was 3.6 mmol/l at the time of incident. Customer reported other blood glucose level were 5.4 mmol/l and 7.4 mmol/l. Customer reported that they experienced low blood glucose. Customer allege insulin pump over delivery because constant low blood glucose level after adjustments made to insulin basal patterns done. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer performed self test and test passed. The customer was assisted with troubleshooting and declined for low blood glucose. The reservoir will not be returned for analysis.